Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: "manta used as bailout for closure. After multiple closure attempts with another device, artery and tract was too large for our manta. Manta device deployed and was pulled out in its entirety, hole was too big. After cutdown performed manta was not culprit." Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain single access in the right common femoral artery. Vessel size was 6.4mm with moderate posterior calcification and no reported tortuosity. Systolic blood pressure was 125mmhg and act was 151 prior to closure. 50mg of protamine was administered during the procedure. After the cutdown the patient was reported as fine with no reported harm.

Manufacturer narrative:
(B)(4). One unit of manta was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Manta was locked into the sheath. Lever was engaged releasing the components from the lumen. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, micro puncture and ultrasound guidance were utilized to gain access. No issues were encountered advancing or withdrawing the 14f procedural sheaths. The vasculature was 6.4mm, with moderate posterior calcification, and posterior circumferential wall calcification, with a measured depth of 7cm + 1cm. Following a tavr procedure, two suture-mediated closure devices were attempted for closure in the right femoral artery and failed. The physician originally did not plan to use manta, although chose to use a 14f manta as a bailout. Following deployment, the entire manta device was completely pulled out of the artery. Balloon inflation was applied to tamponade, and the physician proceeded with surgical intervention to repair the artery. Patient outcome post-procedure was stable and did not experience any injury or harm consequence from this event. The physician reported the complete pull-out was due to the arteriotomy being too large to accommodate the manta device and was not manta related. The manta instructions for use state the safety and effectiveness of the manta device have not been established in patients who had previous iliofemoral intervention in the region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. Confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Potential adverse vents associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and late arterial bleeding. Additionally, the IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: "manta used as bailout for closure. After multiple closure attempts with another device, artery and tract was too large for our manta. Manta device deployed and was pulled out in its entirety, hole was too big. After cutdown performed manta was not culprit." Additional information: during a tavr procedure on the (B)(6), 2023, micro puncture and ultrasound were utilized to gain single access in the right common femoral artery. Vessel size was 6.4mm with moderate posterior calcification and no reported tortuosity. Systolic blood pressure was 125mmhg and act was 151 prior to closure. 50mg of protamine was administered during the procedure. After the cutdown the patient was reported as fine with no reported harm.